Event description:
Received info reporting a pt who will be scheduled for a lead revision because the lead pulled out 9 mm. The lead was secured with a stimloc when it was implanted on (B)(6) 2010 and post-operative MRI of the brain on (B)(6) 2010 shows leads in place. Ipg was implanted on (B)(6) 2010 and post operative skull x-ray shows migration of the left lead. Lead revision and or replacement surgery has yet to be scheduled. At this time, stimulation has not been turned on. Add'l info has been requested and if received, a f/u report will be sent. Reference MFR report # 3007566237-2010-09867.

Manufacturer narrative:
(B)(4).